Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) generated erroneous red blood cell results on a patient sample. Customer reported that they pre-warmed the sample and re-ran the sample on the lh 750 analyzer and obtained the correct results. Customer reported that the erroneous results were reported there was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the issue with the customer via the telephone. The fse verified the lh 750 analyzer was properly set up for h & h (hemoglobin/hematocrit ratio) flagging. The fse also verified the lh 750 analyzer had appropriately flagged for h&h check fail for other patient samples.

Manufacturer narrative:
.